Event description:
During the procedure, an air leak was noted. Air was aspirated when flushing, but when the hemostatic valve was held down, no aspiration occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model 406963) is an ous configuration not available in the us and is therefore not referenced in the gudid database.